Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 81 mg/dl after being treated for the low, and 119 mg/dl at the time of the call. The customer was given juice and glucagon to treat. The customer experienced symptoms such as inability to walk. The customer was wearing the insulin pump during the incident. The customer was unsure if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having sensor calibration errors and sensor glucose versus blood glucose differences. Troubleshooting was completed and no other issues were found. The insulin pump will not be returned for analysis.